Event description:
The reporter indicated the surgeon attempted to insert a 13.2mm vicm5_13.2 implantable collamer lens, -13.50 diopter, in the patients left eye (os) but the lens became stuck in the cartridge or injection system and tore/broke during injection. There was patient contact but no injury. The problem was resolved. The cause of the event was the device.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).